Event description:
A customer contacted beckman coulter regarding falsely low results for 10 cartridge chemistries that were generated by the synchrom lx I 725 instrument. The customer indicated that low results were reported for 9 pts. The following chemistries were affected: alkaline phosphatase (alp), alanine aminotransferase (alt), amylase (amy), aspartate aminotransferase (ast), creatine kinase (ck), alcohol (etoh), gentamicin (gen), lipase (lip), phenytoin (phy) and total bilirubin (tbil). All samples were re-tested and correct results were obtained: (see b6 for initial and repeated results). Unknown if pt treatment was affected as a result of this event.

Manufacturer narrative:
Qc performed in the morning of 7/4/06 passed. The pts' samples were tested between 13:10 in 06 and 6:17 on the following day. Qc conducted about 6:30 was reported with greater than 2sd low for multiple cartridge chemistries. A field service engineer (fse) was dispatched to the customer lab on the same day. The fse immediately found that a plastic cover on the sample carousel was removed and then placed not in proper position. After the sample cover was set in proper position, qc recovered within specifications. The plastic cover on the sample carousel placed not in proper position contributed to this event.